Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2db96); product type: 0200-lead; implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had spinal issues and need an MRI, but their MRI mode was not set up to where they could have an MRI of the full body. The patient stated that their handset indicated that they were head only eligible. The agent reviewed MRI compatibility expectations with the patient and reached out to a manufacturing representative (rep) to follow up on the situation. The agent also redirected the patient to their healthcare provider (hcp). The patient also reported related medical history. The patient stated that they were supposed to get a completely new system in april, but the surgeon did not take out their lead because the surgeon stated it was working fine. The patient reported that prior to their procedure they spoke to a different hcp, whom reported that the lead was not in the right place.